Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had been tested with the tined lead for three to four weeks. Everything worked fine. The pt experienced no discomfort in regard to any undesired stimulation. The test stimulator was programmed and the pt felt the stimulation in the targeted area (the anus). The pt's implantable neurostimulator was implanted with no issues. The pt was programmed with a 0.6 volt sensation threshold. This threshold was reproducible on the same day. In the following days, the pt experienced painful stimulation, "as if the neurostimulator was delivering electrical pulses of high intensity." The painful sensations disappeared "after a moment." The device was reprogrammed on (B)(6) 2011. The new sensation threshold was 1.6 volts. The pt felt nothing at 1.5 volts, but had painful stimulation at 1.6 volts. A reproducible and normal programming could be performed, apart from stimulation being felt in the target area, when other electrode configurations were tried. The pt also felt painful stimulation when set at 0.0 volts. This undesired stimulation could not be reproduced. The pt was sitting, in the same position, the entire time. The device was turned off and set at 0.0 volts. The device was to be tested in the following seven days to determine if the painful sensations persisted. It was noted on (B)(6) 2011, that there was a low impedance reading of 66 ohms between electrodes 0 and 3. It was later reported that after turning off the device for more than one week, the pt did not have any further discomfort. A revision was performed on (B)(6) 2011. All connections were loosened and impedance readings were measured at each step. All components were, then, reconnected. All impedance readings were within the normal range following surgery. The pt was reprogrammed with no issues.